Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. Customer¿s blood glucose level was 273 mg/dl. Troubleshooting was performed. Customer stated that they had tried all remedies. The customer was also advised that the insulin pump needed to be replaced and to revert to the backup plan. The device will be returned for analysis.